Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device was used. There were three partial recaptures since deployment was too deep. The fourth deployment met the release criteria, so the closure device was successfully implanted. The closure device looked fine on angiogram and transesophageal echocardiogram (tee). Three minutes after the closure device was released, a pericardial effusion occurred. The patient did not have any symptoms for the pericardial effusion. A pericardiocentesis was performed to resolve the effusion. The patient was stable following the pericardiocentesis. The patient remained in the hospital due to bladder bleeding which was not related to the device or procedure and was discharged 10 days post procedure.